Manufacturer narrative:
The field service engineer inspected the instrument but did not find any issues. As no product problem has been found, as investigation is ongoing; the malfunction could not be verified as an instrument or product specific malfunction. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting. Patient identifier, age or date of birth, sex, weight, ethnicity, and race: patient information has not been provided by the user.

Event description:
The customer from the us reported staining alteration on one patient tissue with ir626 ki67 and with ir056 ttf1. The field service engineer inspected the instrument and did not find any issues. It is not known what caused the problem; further investigation is needed. The tissue block was sent to another lab and this patient tested positive for both antibodies. Control stained positive. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.